Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed. Products were returned; the visual inspection of the returned products identified that the drill bit was fractured. It was also noted that the fractured off piece was not returned. Sem analysis of the product noted that the drill bit fractured near the proximal thread. It was noted that the product experienced torsional overload and an area of deformation was seen on the cutting flute. The product also had a field life of 7 years and 5 months with unknown times of usage. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical product: drill bit quickconnect 2.5 mm diameter 110 mm length, cat#: 00480611025, lot#: 63011329. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a repair of a fractured proximal tibia, a drill bit bent. Subsequently, a second drill bit was used and fractured off and was unable to be retrieved from the patient's tibia. Attempts have been made and additional information on the reported event is unavailable at this time.